Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 49 mg/dl at the time of incident. The customer treated low blood glucose with food. Customer using insulin pump system within 48 hours of reported low blood glucose event. Customer using auto mode. Customer also reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.